Manufacturer narrative:
The reporter indicated that a 13.2mm, vticmo13.2 -18.00/0.5/109 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchange for a spherical lens of shorter length due to excessive vault. This exchange resolved the problem. Cause of event was unknown. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -18.00/0.5/109(sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. A replacement lens of shorter length and different model (spherical) was later implanted and the problem resolved. Cause of event was unknown.